Event description:
According to the reporter, the device only dispensed half of the staples. The surgeon sutured to correct. This extended the surgical time by about 40 minutes. Sex: male. Procedure: lar.

Manufacturer narrative:
.